Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) was confirmed due to the j101 sd card slot pins being damaged on the ca board, causing fault. The monitor was unable to download patient flags. The root cause for the damaged j101 sd card slot was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to physical issue.